Event description:
A home patient (hp) contacted baxter's technical service center requesting assistance to relieve pain from air going into her. The home patient (hp) stated that she was having pain in her shoulder area due to air getting into her. The hp confirmed she was checking the patient line prior to connecting herself. The hp stated about one week ago, she was using double extensions and when she connected herself, she noticed the line was not primed to the top. The hp stated she pressed go . The technical service representative (tsr) advised the hp to contact the peritoneal dialysis nurse and report the pain. The hp stated that she has already spoken to the peritoneal dialysis nurse and was instructed to keep her hips higher than her head. Baxter global pharmacovigilance followed up with peritoneal dialysis nurse who reported the event of pain in the hp's shoulder area was resolved and was unrelated to peritoneal dialysis (pd) therapy. The nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). The sample is not available. No further information is available.